Event description:
The customer reports not being able to test "today" due to no power with their fasttake meter. Pt was experiencing symptoms of dizziness, tingling in their fingers, numbness in their leg, painful knee and slurred speech. Pt's meter was replaced.